Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge intermittently displayed an inaccurate fill estimates. Reportedly, the cartridge was filled with 300 units of insulin and after the delivery of approximately 35 units during pump therapy, the insulin gauge decreased to a fill estimate of 39 units. The customer reloaded the cartridge, and after the delivery of additional 55 units, the insulin gauge displayed 20 units. Blood glucose level was 125 mg/dl. Reportedly, the customer reloaded a cartridge, and insulin gauge decreased as expected.